Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was a complete circumferential tear over the proximal markerband. The distal section of the balloon circumferential tear was not received for analysis. An examination of the proximal markerband found no issues. A visual examination confirmed that a break in the shaft was present at 73.5cm distal to the strain relief. The distal end of the shaft break was not received for analysis. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and balloon rupture and balloon detachment occurred. The target lesion was located in the a vein anastomosis. A 8.0x80, 75cm charger¿ balloon catheter was advanced for dilatation. The balloon was inflated and the physicians attempted to go up twice. However, the balloon did not reach nominal pressure. As the physicians tried to pull the device out, the balloon popped and it would not come out of the body. The physicians pulled the balloon forcefully leaving balloon materials inside the patient and more were left at the catheter. A non bsc stent was then deployed so that the fragments of the balloon will not migrate and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and balloon rupture and balloon detachment occurred. The target lesion was located in the a vein anastomosis. A 8.0x80, 75cm charger balloon catheter was advanced for dilatation. The balloon was inflated and the physicians attempted to go up twice. However, the balloon did not reach nominal pressure. As the physicians tried to pull the device out, the balloon popped and it would not come out of the body. The physicians pulled the balloon forcefully leaving balloon materials inside the patient and more were left at the catheter. A non bsc stent was then deployed so that the fragments of the balloon will not migrate and the procedure was completed. No patient complications were reported and the patient's status was fine.